Manufacturer narrative:
On (B)(6) 2049, device evaluation was completed. Device evaluation summary: during evaluation of the sample a tear noted in the posterior aspect measuring approximately 0.4 cm. No other anomalies were observed. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Lot numbers were not provided. The device received did not have the lot number printed as well. If lot number becomes available, a supplemental report will be submitted. Reason for device explant and/or reoperation: right deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implant and was presented with right side breast implant deflation. As a result, the patient underwent bilateral explantation and replacement with catalog number smpx270; serial number (B)(4) on the left side and with catalog number smpx270; serial number (B)(4) on (B)(6) 2019.